Event description:
Ous MDR - after an implant duration of approx 52 months, it was reported that the battery status of the device was mol2 25%, 2.9v on (B)(6) 2012. On (B)(6), the device went into eri. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.